Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014. Unspecified inratio product inr=1.1; laboratory inr=2.0. Therapeutic range: 2.0-3.0. The time between testing was approximately one hour. There was no reported adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
Customer reported unspecified inratio product. Investigation pending.